Manufacturer narrative:
Clarification to d6a implant date: reported as "20 years ago". No partial date populated as the year "2006" would be after the expiration date of the device. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture additional, changed, and/or corrected data: d1, d4, h4, h6, h11.

Event description:
Healthcare professional reported "rupture/ deflation". Later healthcare professional reported "possible rupture". Later healthcare professional reported "grade IV capsule". This record is for the right side. The device was explanted.

Event description:
Healthcare professional reported "rupture/ deflation". This record is for the right side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Clarification to d.4 lot number: lot # 554461 was provided, stated as mcghan implant, does not populate. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "rupture/ deflation". Later healthcare professional reported "possible rupture". Later healthcare professional reported "grade IV capsule". This record is for the right side. The device was explanted.